Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implantation procedure, no sensing was observed on the right ventricular (rv) lead. The rv lead was successfully replaced, and the patient was stable with no adverse consequences.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures, but did find internal shorts due to procedural damage. X-ray examination found over-torque of the inner coil at the connector region. The reported event of oversensing was isolated to over-torque of the inner coil in the connector region which causing short between conductors.